Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room due to vomiting and nausea and also experienced diabetic ketoacidosis. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer did not want troubleshooting. Customer stated insulin pump had defects in reservoir lip ring and compartment. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.